Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-33, lot# v012900, implanted: (B)(6) 2006, product type: lead. Product ID: 3889-33, lot# v012900, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported that the health care provider (hcp) just saw the patient last week and they didn¿t say anything about experiencing pain. They didn¿t remember anything about a lead being left inside the patient and after looking at their notes stated that this was because they didn¿t do the procedure. It was noted that they did not know which physician performed the procedure.

Event description:
It reported neither stimulator was removed due to normal battery life. It was noted one was swollen and the other caused the pain on a nerve (has had so many problems). The patient was unsure which was which. The caller said the lead from 2nd implant was left inside (left hand side) and was on a nerve which was hurting. It was noted later the right side. The healthcare provider did an x-ray and said it may be on a nerve and gave the patient advil for pain. It was noted that the patient have coronary artery disease and cannot take advil only tylenol. This event was noted on and off for a couple of years. It was noted that a broken lead/lead came loose. The patient notified the manufacturer representative when they met to program. It was noted the next day the patient spoke with the manufacturer representative to turn stimulator off. The patient was dissatisfied with their healthcare provider service. It was noted that a lead was left inside the patient (manufacturer representative explained tined leads). It was reported that the manufacturer representative told the patient friday that 2 leads are not hooked up. It was noted throughout the call the patient referred to these leads as not being in place, broken and a few different ways. The patient mentioned the lead being out of place and may be causing increased urination.